Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the physician was unable to deploy the filter despite two attempts, he then disconnected the handle and advanced the sheath towards the hook and pressed the release button and deployed in good position. No additional procedure needed, and the patient was not harmed. Jugular introducer, three-way stopcock and introducer sheath were provided for evaluation. The product was curved, and blood/biological matter was present. Grasping hook was easy to activate, the tip of the sheath was a bit damaged with dents and bit enlarged. It was possible to attach a filter and release it. Per the product evaluation, the likely cause for the reported event was that during deployment excessive back tension prevented the filter from releasing when the release mechanism was activated. Review of device history record showed no evidence to suggest that the device was not manufactured according to specification. According to the instruction for use excessive force should not be used to place filter. Based on the provided information and returned product a likely cause of the event is that excessive back tension resulted in difficulty for the release mechanism which caused the filter not to be released. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "physician was deploying a jugular tulip ivc filter, once unsheathed and in good position the physician pressed the blue button but filter did not deploy. He attempted a second time and still it did not detach from the deployment arm. The physician then disconnected the handle from the delivery sheath and advanced the sheath towards the hook and pressed the blue button a third time and it finally detached from the deployment arm. Filter was finally deployed and in good position. No other procedures needed and the patient was not harmed." Patient outcome: the patient did not require any additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.